Event description:
It was reported that the patient experienced pain and discomfort at the implantable pulse generator (ipg) site as it flipped onto the side and was protruding. It was noted that there was yellow fluid at the ipg pocket. The patient was prescribed with tramadol and gabapentin. The patient underwent an ipg pocket revision procedure.

Event description:
It was reported that the patient experienced pain and discomfort at the implantable pulse generator (ipg) site as it flipped onto the side and was protruding. It was noted that there was yellow fluid at the ipg pocket. The patient was prescribed with tramadol and gabapentin. The patient underwent an ipg pocket revision procedure. Additional information was received that that there were pus and yellow fluid once the pocket site was reopened. The patient was doing well postoperatively. The device remains implanted and in use.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient experienced pain and discomfort at the implantable pulse generator (ipg) site as it flipped onto the side and was protruding. It was noted that there was yellow fluid at the ipg pocket. The patient was prescribed with tramadol and gabapentin. The patient underwent an ipg pocket revision procedure. Additional information was received that there were pus and yellow fluid once the pocket site was reopened. The patient was doing well postoperatively. The device remains implanted and in use.